Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during basal delivery. The blood glucose reading was 400 mg/dl. She reported that the no delivery alarms recurred every other day and that she had switched to manual injections. The issue was resolved when she reassembled the tubing. She stated that the issue may have been due to insertion technique. The insulin pump was not replaced or returned for analysis.